Manufacturer narrative:
A service visit was set up however, the customer replaced the modular chemistry (mc) sample probe which resolved the issue and the service visit was canceled.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron access clinical system generated false low sodium (na) results. At the beginning of the shift the operator noted that na qc was low and patient samples were being processed at the time had low anion gaps which could indicate an issue with the results. Per customer, some samples were rerun. The customer was requested for but declined to provide any details.